Event description:
Pt had total hip arthroplasty in early 2003, revision surgery performed after 34 months, due to broken stem/neck pin in 2006.

Manufacturer narrative:
Add'l implants explanted: neck, med. 47.5. Cat# 220410, lot# 300, mfg. 7/18/02 exp. 7/31/07. Head 28mm, cat# 302807, lot # 061, mfg. 10/3/00. Note: became aware of this revision in 2008.